Event description:
It was reported that an alert triggered on the right ventricular (rv) lead due to an out of range pacing impedance increase above the threshold limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.